Event description:
On (B)(6) 2012, the distributor contacted animas stating after the pump emitted a "low cartridge" warning, the pump reportedly ceased delivery an hour later. The cartridge reportedly read 20 units of insulin remaining while the pump reportedly read 0 units of insulin remaining. There was no reported adverse event associated with this complaint. This complaint is being reported due the allegation that the pump ceased delivery and it is not clear as to whether or not the pump emitted an "empty cartridge" alarm.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed two cartridge changes recorded at approximately 22 units remaining; the cartridge was not emptied to zero units. On testing, an ez-prime operation was performed with no difficulty noted. The force sensor was tested and found to be within specification. The pump was tested and found to be operating according to specifications.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. (B)(6).